Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not received for evaluation. However, performance data collected from the device was received and analyzed. The save to disk primary finding noted the impedance trend on the rv (right ventricular) pacing lead was rising. Weekly pace lead trend data shows a gradual increase for min and max ventricular pace bi-impedance=1881 to 2565 ohms range between (B)(4) 2011 and (B)(4) 2013. Concomitant products: d274vrc implantable cardioverter defibrillator (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed a gradual rise in pacing impedance and now measured with high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was further reported that the right ventricular (rv) lead had increased thresholds with a possible fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.